Manufacturer narrative:
Date sent to FDA: 07/02/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 4/21/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2016 during which the surgeon noted ¿that the tip of the appendix was eroding inside the mesh, requiring him to perform an appendectomy.¿ it was reported that the patient experienced meshoma, fibrosis, chronic inflammation, erosion of his appendix, adhesions between mesh and bladder resulting in bladder compression and pain and suffering. No additional information is provided.